Event description:
The pt was implanted with a left ventricular assist device. The pt experienced intermittent beeping. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of alarms was confirmed during analysis. "Power cable disconnect" became active when the white cable was maneuvered. The white cable was stripped at the connector end, and the (brown) battery gauge inner conductor was confirmed to be broken. When interrupted, the battery gauge line may result in a power cable disconnect alarm. A review of device history records for this system controller showed no deviations from mfg or qa specs. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.